Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7087654/7089821.

Event description:
It was reported that the patient was not getting an adequate pain relief despite reprogramming done. The patient underwent a spinal cord stimulator (scs) system explant procedure. No device malfunction was suspected. The explanted ipg and linear leads were kept by the medical facility and will not be returned.